Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with three infusion sets where introducer needle was hard to remove on (B)(6) 2025 after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.